Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that the patient has a fungal infection inside the pd catheter. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) on (B)(6) 2026 after being assessed at the outpatient clinic for abdominal pain. The patient had come to the outpatient home dialysis clinic with complaints of abdominal pain, and after assessing the pd catheter (not an fmcrtg product) yeast was discovered. As a result, the patient was instructed to go to the ER for the removal of her pd catheter and transition to hemodialysis (hd). Prior to the removal of the patient¿s pd catheter, a peritoneal effluent fluid culture was collected, and the patient was diagnosed with fungal peritonitis (the likely cause of the pd catheter infection). The patient is being treated with intravenous (IV) antibiotics (drugs, dosages, durations, frequencies not provided) and is tolerating the transition to hd without any known issues (utilizing preexisting arteriovenous fistula). The pdrn stated the peritoneal effluent fluid returned positive for candida paraptosis, and the patient¿s antibiotics were continued. The pdrn stated the cause of the peritonitis is unknown; however, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient remains hospitalized as of (B)(6) 2026 and is recovering and the serious adverse events.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of a fungal peritonitis and an infected pd catheter (not a fmcrtg product), characterized by abdominal pain and the presence of yeast, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and transition to hd for rrt. The etiology of the serious adverse events is unknown; therefore, causality could not be established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Based on the information available, the liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.